Event description:
Manufacturer's representative reported, the lancet needle will not retract after firing in the multiclix lancing device returned by customer to the manufacturer. No accidental stick with a lancet was reported. Replacement product was sent.